Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter post operative laparoscopic gastric bypass, at anastomosis there was poor staple formation and the bleeding was oozing at the staple line. The patient also experienced vomiting of blood. In order to resolve the issue, the staple line was fixed by over sewing and blood transfusion was done to the patient.